Event description:
It was reported that during a right upper lobectomy procedure the device was closed and fired across the pulmonary artery. The surgeon stated that the device felt crunchy. The device cut and but did not staple. The patient lost 2 liters of blood. The patient was in the cvicu unit overnight. Unknown if the patient was given any blood products. The case was completed by sutures. The patient is currently doing well. One device to be returned for analysis. Additional followup provided from the sales rep, "it was the first firing of the atw35. It was unclear if there was any difficulty closing the device; none noted when I spoke with the surgeon as a follow-up. It was an open thoracotomy to begin with, so it was finished open not endoscopically. A blood transfusion was required. No changes, to my knowledge, of a different post-op course. Patient is expected to have full recovery.the dr. Has been using this device for years.

Event description:
Two balloons ruptured with the same patient, no patient injury.

Manufacturer narrative:
Device #1 balloon was visually inspected under 10x magnification, and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area that burst. Device #2 the balloon was visually inspected under 10x magnification, and it is confirmed that the balloon has burst. The edges of the burst are ragged, and there is significant wall thinning in the area that burst water was introduced through the pressure and infusion lumens on both devices, and the water flows from where it should. There are no other defects with either device.